Event description:
It was reported that the patients midline incision slightly popped open after a fall. Additional information was received that patient was prescribed with antibiotic due to fluid draining from midline incision. The implantable pulse generator (ipg) was causing some discomfort and burning sensation. No further course of action needed at this time. Additional information was received that patients midline incision has still not healed. All components were explanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: 755447. UDI: (B)(4).

Event description:
It was reported that the patient's midline incision slightly popped open after a fall. Additional information was received that patient was prescribed with antibiotic due to fluid draining from midline incision. The implantable pulse generator (ipg) was causing some discomfort and burning sensation. No further course of action needed at this time.

Event description:
It was reported that the patient's midline incision slightly popped open after a fall. Additional information was received that patient was prescribed with antibiotic due to fluid draining from midline incision. The implantable pulse generator (ipg) was causing some discomfort and burning sensation. No further course of action needed at this time. Additional information was received that patients' midline incision has still not healed. All components were explanted. Additional information was received that the explanted devices were discarded per hospital policy.

Event description:
It was reported that the patients midline incision slightly popped open after a fall.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6).